Manufacturer narrative:
This complaint was re-opened due to receipt of further device details. The right hip revision surgery was performed due to pain and elevated metal ion levels in blood. The bhr cup and the bhr head were revised during the surgery. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implant report, the cup was placed in 40° to 45° abduction and 20° anteversion. No inconsistencies with the surgical report were described. According to the provided revision report, the patient had pain and significantly elevated blood metal ions. During the revision, severe metallosis at the entire joint and behind the cup were noted. The acetabular component was deemed in too vertical position but well-fixed a sub-optimal steep implant position can lead to earlier implant failure. It remains unclear how vertical the position was and whether it contributed to the reported findings. The implant position after implantation and before revision cannot be independently assessed without x-rays. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain and elevated metal ion levels in blood.